Manufacturer narrative:
H3: the reported event implies that the device was not used (¿upon activation¿) however the extent of the biological contaminants is consistent with use. Visually, a portion of the inner assembly was removed and broken at the spiral wrap which would have resulted in the reported event. There was no indication of device fragments and the break would have been contained by the outer assembly and handpiece. The spiral wrap was twisted in on itself in a clockwise direction in indicates irregular torsional loads during use. The break corresponds to the approximate middle of the outer tube radius. Biological contaminants were compacted into the cutting tip which likely would have caused the user to apply excess pressure to maintain performance. The front hub locking area was deformed in such a way that indicates excess pressure was applied to the bur while in the handpiece. The portion of the inner assembly that remained in the outer assembly was seized. H6: the fdm 4118, fdr 3233 and fdc 11 are no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that a device bur was inserted in the handpiece. Upon activation the bur broke during the procedure. There was no patient involvement.